Event description:
It was reported that one year, eleven months, and twenty days post a port placement, the catheter was allegedly damaged, a small hole was noted. It was further reported that the catheter allegedly had a leakage. Reportedly, the leakage was just before the entrance in jugular vein. Evidently, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI hard base implantable port attached to a groshong catheter in two segments returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A compound break was noted on the attached catheter approximately 8.2cm from the distal end of the cath-lock. The edges of the compound break were noted to be jagged. The surface was noted to be round and smooth in both regions. A small portion of the attached catheter was noted to be pinched. Upon infusion, a leak was observed from the compound break. Therefore, the investigation is confirmed for the reported leak and identified fracture, wear and deformation issues. However, the investigation is unconfirmed for the reported catheter hole issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not/has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year eleven months and twenty days post a port placement, the catheter was allegedly damaged, a small hole was noted. It was further reported that the catheter had a leakage. Reportedly, the leakage was just before the entrance in jugular vein. The procedure was completed using another device. There was no reported patient injury.